Event description:
It was reported that this left ventricular (lv) lead had an out of range pace impedance that was greater than 2000 ohms. Additionally, there was a loss of capture. The lead was programmed off in october 2018, as it was believed to be damaged. Later a revision occurred; however, due to the patient's anatomy, the lead could not be replaced and remains off. An epicardial lead will be considered later, when the device needs to be changed. No additional adverse patient effects were reported. This report will be updated, should additional information be received.